Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose (bg) that day was 590 mg/dl with blurred vision and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the continuous-glucose-meter readings were lower than the bg meter: 208 mg/dl. During troubleshooting, it was discovered the patient was not following instructions for use by not calibrating at least every 12 hours and not waiting at least 10 minutes after calibration to compare bg meter-cgm bg readings. This complaint is being reported because the health event was attributed to a device use error.